Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that individual signals cannot be displayed on flex vision monitor. Upon further troubleshooting action, fse found modules in b-cabinet needs replacement. Fse replaced vh (displayport to 2x dl dvi converter) modules in b-cabinet. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor had no signal. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.